Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual correction. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that the insulin pump alarm battery out limit and blank display. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised that the pump would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are scratches on led screen cover and pump is not functioning as designed. The customer was advised that pump will need to be replaced.